Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg reached end of life. As result the patient may undergo surgical intervention to replace the ipg at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 - patient weight was added to the report.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced on (B)(6) 2021. Effective therapy were established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.